Event description:
On august 5, 2006, the lay user/reporter (patient's daughter) contacted lifescan alleging that the one touch ultra was reading "high" and now the meter "broke down". The medical affairs specialist (mas) sent a letter on august 10, 2006, since the patient cannot be reached by telephone. The mas listened to the original call to obtain/verify the following information. In 2006, around 7pm, the patient obtained a "286mg/dl or something" on her meter while having symptoms of dizziness, sweating, stomach pains and passing out. The patient's daughter gave her a banana and called the ambulance. At an unspecified time, the ambulance took the patient to the hospital, where her blood glucose was "60 mg/dl" on an unknown device and was treated with IV glucose. The patient left the hospital with blood glucose level of "190 mg/dl.". The customer care advocate (cca) attempted to verify the unit of measure setting and discovered that the meter would not turn on. The cca verified that the battery was replaced per the owner's manual, the battery was correctly installed, and the correct test strips were used. The cca walked the reporter through troubleshooting the power issue, but the issue was unresolved. If would be helpful to obtain the following: if the patient used the correct testing/cleaning techniques at the time of testing, the condition of the test strips, if the meter was coded properly, when the patient's symptoms started, if the patient suffers from any other health conditions, if the banana helped relieve her symptoms before the ambulance arrived, the times of the reported blood glucose results, if the patient's blood glucose was tested on the ambulance, and if the patient made any recent changes to her diabetes care. This complaint is being reported because the patient obtained a relatively high meter reading while experiencing symptoms that may be associated with hypoglycemia. The patient was taken to the hospital where she was treated for hypoglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.